Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2016. At this time, it was determined the patient's right supra-orbital lead was fractured. The patient's lead was then explanted and replaced. Effective stimulation was reportedly restored postoperative. The patient had two model 3149 leads from the same lot implanted as part of her scs system.